Manufacturer narrative:
Block b3: exact date unknown, event occurred nine months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer taking a charge despite cycle and routine charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.